Event description:
The sales associate reported the tip of the instrument broke. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The product was returned for evaluation. According to the per: the probable underlying root cause for the damage is excessive force leading to loss of mechanical integrity and ultimately instrument fracture. Design factors may have contributed to the event; a change was implemented to the design of the device (released may 2012) to increase strength and durability of the instrument. This instrument was manufactured prior to the change; this MDR was filed as a result of the two year rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There are no adverse effects reported as a result of this event, however, the device malfunction is subject to the two year rule.